Event description:
A customer reported via phone call indicating that they were hospitalized for a low blood glucose level in the 30's mg/dl. The customer was treated by paramedics with a glucagon shot. The customer was hospitalized but did not give any details about the hospitalization. The customer mentioned that they received an alarm in the middle of the night and pressed a wrong button delivering a bolus 15 units of insulin causing the low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.